Event description:
The ventricular lead was removed due to infection, returned to the manufacturer, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.